Event description:
The issue was failure to pace -by the ICD- in a pacer dependent pt, due to anomalous behavior of a new algorithm in the device. The device is boston scientific 100-d cognis. The company rep was heard to say "oh, try it again, this has occurred before." The surgeon refused to try it again because the pt was in asystole. A new -different- device was used and was successful. The pt is doing well. The company rep took the malfunctioning device with him. Diagnosis or reason for use: adjustment aicd; chf. Event abated after use stopped or dose reduced: yes.